Manufacturer narrative:
G4:28dec2020. B4:29dec2020. The customer ordered a replacement user interface (ui) assembly that was replaced onsite by the customer and resolved the issue with the display. The device remains at the customer site and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
It was reported to philips that the device's display should be able to adjust to brightly lit and legible, but this device will not. The device was not in clinical use at the time of the event. This issued was noted during inspection/service on the device. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse discussed options for repair with the customer and provided the part information for a replacement user interface assembly (ui assembly).